Manufacturer narrative:
There are no previous complaints on this device related to this issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi value. When the pressure was set at 30 psi, the rate (B)(4). Did not meet the standard range of 22-38 psi. No patient was involved.

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00753 is a duplicate of MDR# 3006575795-2024-00654. Refer to 3006575795-2024-00654 for event details. Reference to complaint # (B)(4).